Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-sep-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 18-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they have had nothing but problems since the implant date. Patient clarified that the same evening of their implant procedure they immediately felt excruciating massive pain and pressure from their sacrum to their shoulders. Patient stated they got no additional pain relief which resulted in an ER visit. Patient reported that the excruciating pain and pain pressure lasted 7 weeks and that around the 4th week was when the wires started poking through and each day since then the wires poke through even more every day. Patient mentioned that they are bedridden now and are worse off now than prior to the implant. The patient stated they had been trying for 8 days to get the ins removed and were inquiring as to the prior authorization. Agent provided information. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their therapy had never provided stimulation where they needed it since time of implant. Patient reported the 3 reps have tried on multiple occasions, but could never figure out why they were feeling sensation in their abdomen and front of their legs when they should have been feeling it on their back and left leg. Patient stated they could never get it programmed correctly and the reps have been great although it has been unsuccessful. The patient was redirected to their healthcare provider to further address the issue. Rep responded via email stating that they do not recall or remember when they were notified of the wires poking through. They were unaware that the leads had migrated.